Event description:
On july 24th, 2018, the patient contacted lifescan (lfs) alleging that her one touch verio iq meter continued to display apply sample message when she was attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred on (B)(6) 2018, around 12:20pm. The patient stated that she manages her diabetes with insulin pump therapy and denied making any change to her usual diabetes management routine in response to the alleged product issue. The patient stated that at 12:40pm, around 15-20 minutes after the alleged product issue began she had developed the symptom of ¿thirsty and nausea¿. The patient reported that she then obtained a blood glucose result of 379 mg/dl on her mother¿s meter and took an unspecified bolus dose of lispro insulin. At the time of troubleshooting the cca noted that it was not the first time the subject meter was in use; the patient was using the correct test strips and the test strip completely drew in the sample. However, the patient was using the incorrect testing steps. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.